Manufacturer narrative:
The check of the DHR of the curved stem inserter (product code 9045.03.400, lot #2015ar07x) and the two minima s femoral stems involved in this complaint (product code 4503.21.020, lot #201315373 and #201408979) did not show any pre-existing anomaly on the 36 curved stem inserter and the 31 minima s femoral stems manufactured with these lot #. We will submit a final MDR after the complete investigation.

Event description:
Hip surgery was performed on the (B)(6) 2016, with implantation of minima s femoral stem on both the left and right hips. During surgery, after impacting the stem, the surgeon wasn't able to remove the curved stem inserter from the femoral stem. By moving the inserter back and forth the surgeon managed to remove the instrument. Difficulty in removing the inserter from the stem was experience on the both hips. No adverse event for patient reported due to this issue. Event occurred in (B)(6).